Manufacturer narrative:
The a component was returned to the manufacturer by hoveround for further evaluation. An evaluation summary will be forth coming upon completion of the motorized wheelchair evaluation.

Event description:
End user alleges while operating the power wheelchair on a sidewalk, the unit stopped and she fell out of the seat. Allegedly, as a result of the incident the end user was hospitalized.